Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced increasing blood glucose that rose out of range to 233 mg/dl about 30 minutes after a supply change, and the agent advised monitoring for 1¿2 hours and to perform another supply change or call back if hyperglycemia persisted. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and completion of troubleshooting and education with guidance to change supplies when in doubt. Investigation included user coaching and remote troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia remained unclear with no device malfunction identified and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.